Manufacturer narrative:
The device was used for treatment.

Event description:
This patient died approximately four months post implantation due to worsening right ventricular failure leading to cardiopulmonary arrest. The patient had been discharged post implantation and then readmitted to the hospital. It was determined that the patient was not eligible for transplant due to mental status changes, worsening renal failure, rv failure, and volume overload unable to be weaned from bumex and dobutamine. At the family's request the patient was discharged home on hospice care. It was reported by the physician that the device was not related to the event. An autopsy was not performed, the pump was not explanted and the peripherals were discarded by the site per site protocol.